Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of heavy usage on its overall surface, including scratches in the device inner surfaces and little deformations on its edges. No other anomaly was noted. The observed conditions of the device may have been caused by exposure to unintended forces such as drilling the device in a misaligned position. However, taking in consideration the aspect and age of the device (around 11 years), the observed condition was traced to an end-of-life problem. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed using a depuy synthes sample as mating device: tibial drill (pn: d254500125). Test revealed certain resistance in the assemblance of the device with its mating component, confirming the reported allegation. Potential cause was traced to a component failure caused by the damage observed on the device. The overall complaint was confirmed as the observed condition of the attune tibial drill tower would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Instruments were reported for unknown reason. It did not happen in surgery.